Manufacturer narrative:
The field service engineer (fse) noticed small amounts of fluid in the lines leading to the count vacuum regulator and the count vacuum isolation chamber. The fse flushed warm water through the lines to ensure the lines were clear and removed any remaining water. The fse then replaced the line on the bottom of the vacuum isolator chamber to ensure it was dry. The fse removed pinch valves vl195 and vl196 and verified there was no buildup or crystals inside the valves. Service activity performed was verified and met the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to small amount of fluid in the line leading to the count vacuum regulator and the count vacuum isolator chamber. A definitive cause of the fluid in the line is unknown.

Event description:
The customer reported count vacuum range errors and r flags on complete blood count (cbc) involving the unicel dxh 800 coulter cellular analysis system. The customer verified the vacuum trap, removed the shield, and adjusted the vacuum from 5.6 to 6.01. The customer reanalyzed the patient samples and noted all cbcs were acceptable. The customer then continued to receive count vacuum range errors. Beckman coulter customer technical support (cts) advised the customer to wear proper personal protective equipment (ppe) prior to system troubleshooting. The customer performed system diagnostics but continued to receive the error. No erroneous patient results were released out of the laboratory. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.